Event description:
Medical facility informed that end user sought medical attention due to painful swelling, dryness/cracking and redness on the skin after using relion nitrile gloves.

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of unk mfg site.